Manufacturer narrative:
The lot number for both the devices were provided, a lot history review was performed. The samples were not returned to the manufacturer for evaluation. Therefore, the investigation of the reported malfunctions were inconclusive for break. Based upon the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the groshong 8 f single-lumen cv catheter products that are cleared in the us. The pro code for the groshong 8 f single-lumen cv catheter products is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 7711800ce chronic catheter allegedly broke. This information was received from various sources. Both the malfunctions involved patients with no known impacts to the patients. One patient was (B)(6) ; however, the sex and weight of first patient and age, sex and weight of the second patient was unknown.